Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated at 351mg/dl after eating. Elevated bg was treated by administering a correction bolus. Tandem technical support discussed factors that can cause elevated bg levels, and offered to troubleshoot but the customer declined.